Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058191r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Information was received regarding a patient receiving morphine (50 mg/ml at 13 mg/day) via an implanted pump. The indication for use was noted as non-malignant pain and chronic back pain. On (B)(6) 2015, it was reported that an alarm was occurring but telemetry had not been done. The healthcare professional reported that on (B)(6) 2015 a low reservoir alarm occurred and that alarm was silenced on (B)(6) 2015. It was noted that the patient was planning to let the drug run out as they no longer planned on using the pump because it was nearing the elective replacement indicator (eri) date. It was later reported that the low and empty reservoir alarms had occurred. The password for permanently shutting the pump off was requested. The patient had no symptoms.